Event description:
The explanted generator was received and product analysis is being performed.

Event description:
Generator analysis was performed. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified in the pa lab. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment, there were no signs of variation in the pulse generator¿s output signal. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Lead analysis is still underway.

Event description:
Abraded openings were identified in the outer and the inner silicone tubing. The lead assembly has dried remnants of what appear to have once been body fluids inside the silicone tubing. A break was identified in the positive coil. Also, two broken strands were noted in the negative quadfilar coil. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the break location. Scanning electron microscopy images of the broken stands show that a stress induced fracture occurred in at least one of the broken strands. Scanning electron microscopy images of the two negative coil broken strands show that a stress-induced fracture (fatigue) has occurred on the strands.

Event description:
It was reported that the patient was admitted due to seizures. Patient was interrogated prior to surgery to have high impedance. Review of past session reports from the neuro's office indicated that high impedance was present prior to the date of surgery as well. An m104 was opened and used to test the lead and high impedance was still observed. Patient had a full revision performed. The explanted lead has not been received to date. No additional relevant information has been received to date.